Event description:
It was reported that patient experienced loss of consciousness and fainted. Patient presented to hospital and cause of fainting could not be determined. Further information was requested but not received.